Manufacturer narrative:
E1: event city: (B)(6) event country: spain name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325¿1219 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that the patient experienced infusion set adhesive event on (B)(6) 2026, as the customer stated that infusion set tape was not sticking at insertion site due to sport activity.